Manufacturer narrative:
Additional suspect medical device components involved in the event: model#: sc-8352-70 serial #: (B)(4) description: coveredge x 32, 70 cm 4x8 surgical lead the explanted device was not returned to bsn. It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient was having difficulty charging the ipg. It was also reported that one of the patient¿s contacts had lifted off of the lead when the physician was having a hard time placing the lead in which he had to put it in and out multiple times. The patient underwent a revision procedure wherein the ipg and lead were replaced. The patient was doing well.

Manufacturer narrative:
Additional information was received that the x-ray result confirmed that there was nothing left in the patient's body. Sc-8352-70 (sn (B)(4)) the complaint had been confirmed. Visual inspection revealed that electrode # 22 was missing from the paddle. The paddle lead was damaged during the procedure. Review of the device history record revealed no anomalies when lead was manufactured.

Event description:
A report was received that the patient was having difficulty charging the ipg. It was also reported that one of the patient¿s contacts had lifted off of the lead when the physician was having a hard time placing the lead in which he had to put it in and out multiple times. The patient underwent a revision procedure wherein the replaced. Ipg and lead were the patient was doing well.